Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed based on available medical record and health care expert¿s opinion. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert as below; ¿the tibial component shows clear signs of loosening with some cysts, broad radiolocence around the implant and some cavities. The pe cannot be assessed directly. The space between the tibial and talar component looks wider anterior and laterally. This could be a consequence of or result in loosening of breakage of the pe, however, because the posterior space is homogenous wide I would assume, that neither a displacement nor a loosening has taken place. The talar component does not show direct or clear signs of loosening. There is some radiolucence at the anterior part, but no dislocation.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cysts and cavities around the tibial component if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.